Manufacturer narrative:
An event of heart block which occurred prior to the pre-dilation and remained after the valve was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the arrhythmia did not worsen due to the device implant and that the event was related to the procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
(B)(6) - vantage. (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant. Before pre-dilation development of 3rd degree av block. At the end of the tavi procedure still bav iii. Electrocardiogram (ECG) monitoring persistence of bav iii. On (B)(6) 2023, implantation of dual-chamber pacemaker. There was calcification on the left ventricular outflow tract, there wasn¿t calcification on the interventricular septum. The patient is stable.

Event description:
Crd_1003 - vantage eu2299-713 (r798493901) it was reported that on 23 october 2023, a 27mm navitor valve was selected for an implant. Before pre-dilation development of 3rd degree av block. At the end of the tavi procedure still bav iii. Electrocardiogram (ECG) monitoring persistence of bav iii. On 24 october 2023, implantation of dual-chamber pacemaker.there was calcification on the left ventricular outflow tract, there wasn't calcification on the interventricular septum. The patient is stable, no additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.